Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited inhibition of pacing during manipulation and moving of the right arm. A pause was observed on electrogram. Oversensing and artifacts were noted. Both leads were programmed to unipolar configuration and remain in use. No patient complications have been reported as a result of this event.